Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported on (B)(6) 2019, that while the patient was in the hospital the crp level was measured due to redness on peg entrance area. There was an increase in the crp level. Fungal infection was observed on culture obtained from the peg entrance area. The patient was treated with oral antibiotic ciprofloxacin 750 mg, rifocin 250 mg ampoule, furacin pomad and oral fungostatin suspension. Duodopa treatment was interrupted on (B)(6) 2019 and started again on (B)(6) 2019.